Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-10908. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "no complaint against the device". Later patient reported "rupture" confirm with a CT scan and "feels like there are 2 points" . This record is for the left side. Device remains implanted.